Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/24/2015 with the following findings: on investigation, the audio settings were set to ¿high¿ except for the alert, which was set to ¿low¿ and the reminder, which was set to ¿medium¿. The pump powered on without audible tone. The pump was opened for investigation and revealed a crack in the solder at the audio module. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).